Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of bruising, swelling, heavy lumps, fluid retention and very bulky are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of ecchymosis, edema and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week; haematomas; indurations or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma xc (lot# vb20a50230,vb20a50290) in the cheeks and juvederm volbella with lidocaine. Patient later contacted the clinic with concerns of "bruising, swelling and heaviness from lower cheeks." The patient was reviewed the next day and evidently had "swelling under eyes and heavy lumps on [the patient's] inner cheek." Patient was then prescribed "elidel 1% topical lotion and prednisolone." A consulting doctor advised that it may be "fluid retention under eyes" via (B)(6). Patient was advised to take "anti-hest" and to "ice the area when needed." Post injection it was noted that the "cheeks is very bulky on the lower half." Patient did not "appear to have any volume to the cheek" where they had requested treatment. Patient was given telfast 180. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00693 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc (lot# vb20a50290), also a device manufactured by allergan.